Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant when the physician took out the lead and introduced the guidewire inside, the lead could not be loaded from distal tip of the lead, the guidewire inserted through the connector side and could not cross from mid segment of lead. Another lead was used resolving the issue. Patient was stable.